Manufacturer narrative:
Explant due to aortic insufficiency and a cusp tear was reported. The investigation found that cusp 3 was torn. There was a thin layer of fibrous pannus on the inflow surface of cusp 1. There was no inflammation or significant calcifications. The device history record was reviewed to ensure each manufacturing and inspection operation was performed, and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted also had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2020, a 25mm epic supra valve w/flexfit was implanted into the aortic. The patient developed an aortic insufficiency with grade 4 severity relating to tear leaflet cusp. Device was explanted on (B)(6) 2021. The patient remain hemodynamically stable throughout the procedure. There is no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.